Event description:
The customer reported that the ups (uninterruptible power supply) for their acuity system had failed. The acuity central station rebooted, but could not restart all the way. The result is that the customer lost the ability to monitor some pts from a central location. There was no pt harm as a result.

Manufacturer narrative:
The cpu is obsolete and unrepairable. The customer will not be returning it for evaluation.